Manufacturer narrative:
Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient fell into a campfire and was receiving treatment for burns. The vns was interrogated and system diagnostics were ok. During the range of motion/physiological testing, the generator became visible at the incision site. The patient underwent full vns explant due to possible risk of infection secondary to generator extrusion. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Information was received that the extrusion was attributed to tissue damage from the patient's burns.